Event description:
The initial reporter received questionable a1c-2 tina-quant hemoglobin a1c gen.2 (hba1c) and ise indirect gen.2 na and cl results for three patients tested on a cobas 6000 c501 module. It was reported the qc for hba1c, na, and cl results were acceptable. The initial results were not reported outside the laboratory. The customer performed repeat testing with the samples. Patient 1's initial hba1c result was 17.9%. Patient 1's repeat results were 22.9% and 4.70%. Patient 2's initial hba1c result was 17.9%. The sample was not repeated but the hba1c result did not match the patient's history, 5%. Patient 3's initial results were na 92 mmol/l and cl 56.2 mmol/l. The patient's repeat results on the same c501 module were na 77 mmol/l and cl 45.6 mmol/l. The patient's repeat results on a different c501 module were na 135 mmol/l and cl 100.1 mmol/l. The customer confirmed the repeat results were correct and match the history of the patients. The hba1c reagent lot number was 617497 with an expiration date requested but not provided. The na and cl electrode lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer cleaned the sample probe and verified the gear pump pressure. The customer performed precision testing and had acceptable results. The investigation determined the service actions resolved the issue.